Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was 450 mg/dl at the time of incident. The customer stated that he treated his high blood glucose by bolus. The customer stated that there were no leaks and insulin issues found. The customer stated that there were large air bubbles in the tubing. The customer declined to check for settings issues. The insulin pump will not be returned for analysis.